Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery the "switch" (revolving & rigid) on the screwdriver ratcheting handle came out because the small screw that attaches the switch to the handle was broken. The bulk of the ao mechanism came out from the black plastic handle due to the black clip being rusty and snapping. The procedure was completed by attaching the screwdriver blade to a hospital t-handle.

Manufacturer narrative:
The complained screwdriver ratcheting handle was not available for investigation because the distributor would like to keep it for training purposes and therefore the device was not returned. However, according to the provided pictures the reported event could be confirmed related to the determination that the switch for the ratcheting and rigid function of the handle has detached and one additional foreign screw was equipped to the screwdriver handle. The visual inspection of the provided pictures of the complained screwdriver handle revealed that the switch for the ratcheting mechanism is missing. Furthermore, the recess for the switch movement was additionally unauthorised equipped with a foreign black plastic part indicating that the screwdriver handle was unauthorised disassembled. Moreover, a foreign screw with cross pin for the fixation of the black grip part was equipped to the handle and does not fit to the screwdriver ratcheting component system. According to the detections of the provided pictures and related to the previous performed investigations of pi # (B)(4) the root cause can be attributed to a user related issue. Without regard to the current observations and previous investigation results the communication regarding the reported event was very confusing. Related to the reported event the mentioned bulk of ao mechanism and switch (revolving and rigid) points to a similar screwdriver handle with catalog # 45-85000, however only used in the trauma and extremity system. This screwdriver handle with catalog # 45-85000 does not have a ratcheting mechanism but consists of an ao coupling mechanism with revolving and rigid function as reported and two switches. Indications for any manufacturing related issue could not be determined in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the affected product is being returned at a later date an adequate investigation will be performed, the related project records re-opened and the result revised.

Event description:
It was reported that during surgery the "switch" (revolving & rigid) on the screwdriver ratcheting handle came out because the small screw that attaches the switch to the handle was broken. The bulk of the ao mechanism came out from the black plastic handle due to the black clip being rusty and snapping. The procedure was completed by attaching the screwdriver blade to a hospital t-handle.